Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 10/27/2016. The device has been returned and evaluated by product analysis on 10/04/2016 with the following findings. A battery cap could not be securely attached to the pump. The battery cap threads were damaged. There was corrosion observed in the battery compartment. The pump failed a leak test as a result of a battery compartment crack. The pump's black box data from the date of the event had been overwritten due to continued use of the pump. There were two pump reboot events observed in the current black box. The pump was successfully run on a 24 hour basal program with no reboot occurrences. The display screen was dim and discolored.